Event description:
It was reported that after collecting approximately 300 to 400 ml of blood, the tubing between the reservoir and the blood bag came loose. None of the collected blood could be re-infused. The patient received a blood transfusion from pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.